Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and autoimmune thyroid disorder ("autoimmune disorder: thyroid problems") in a female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for an unreported indication: birth control pills from 2006 to 2009. Concurrent conditions included hypertension, hypothyroidism, vaginal burning sensation, uterine prolapse and smoker. Concomitant products included cholecalciferol (vitamin d), furosemide, levothyroxine sodium (synthroid), losartan and oxycodone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced hypertension ("hypertension"). In 2014, the patient experienced food allergy ("allergic reaction: shellfish allergy, whey, shrimp"), urinary tract infection ("urinary tract infections"), drug hypersensitivity ("penicillin allergy"), vulvovaginal pruritus ("vaginal itching") and vulvovaginal burning sensation ("vaginal burning"). In (B)(6) 2014, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2015, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), infection ("infection (other)") and vulvovaginal pain ("vaginal pain"). The patient was treated with sumatriptan (imitrex), epinephrine (epipen), surgery (vaginal hysterectomy with bilateral salpingectomy) and surgery (3 tumors were founded and thyroidectomy was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroid disorder, dysmenorrhoea, abdominal pain, alopecia, feeling abnormal, vaginal haemorrhage, menorrhagia, infection, headache, allergy to metals, food allergy, urinary tract infection, female sexual dysfunction, drug hypersensitivity, vulvovaginal burning sensation and vulvovaginal pain outcome was unknown and the dyspareunia, migraine, vaginal discharge, hypertension and vulvovaginal pruritus had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroid disorder, drug hypersensitivity, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, food allergy, headache, hypertension, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion no contrast opacification of the fallopian tubes, indicating successful occlusion by essure devices. Pathology:myometrium: no diagnostic change, benign. Endometrium: involutional, benign. Cervix: endocervical cornification with cystic endocervicitis, benign. Fallopian tubes: no specific diagnostic alteration, benign. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: discharge, pelvic pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and autoimmune thyroid disorder ("autoimmune disorder: thyroid problems") in a female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Previously administered products included for an unreported indication: birth control pills from 2006 to 2009. Concurrent conditions included hypertension, hypothyroidism, vaginal burning sensation, uterine prolapse and smoker. Concomitant products included colecalciferol (vitamin d), furosemide, levothyroxine sodium (synthroid), losartan and oxycodone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced hypertension ("hypertension"). In 2014, the patient experienced food allergy ("allergic reaction: shellfish allergy, whey, shrimp"), urinary tract infection ("urinary tract infections"), drug hypersensitivity ("penicillin allergy"), vulvovaginal pruritus ("vaginal itching") and vulvovaginal burning sensation ("vaginal burning"). In (B)(6) 2014, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2015, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), infection ("infection (other)") and vulvovaginal pain ("vaginal pain"). The patient was treated with sumatriptan (imitrex), epinephrine (epipen), surgery (vaginal hysterectomy with bilateral salpingectomy) and surgery (3 tumors were founded and thyroidectomy was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroid disorder, dysmenorrhoea, abdominal pain, alopecia, feeling abnormal, vaginal haemorrhage, menorrhagia, infection, headache, allergy to metals, food allergy, urinary tract infection, female sexual dysfunction, drug hypersensitivity, vulvovaginal burning sensation and vulvovaginal pain outcome was unknown and the dyspareunia, migraine, vaginal discharge, hypertension and vulvovaginal pruritus had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroid disorder, drug hypersensitivity, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, food allergy, headache, hypertension, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion no contrast opacification of the fallopian tubes, indicating successful occlusion by essure devices. Pathology:myometrium: no diagnostic change, benign.endometrium: involutional, benign. Cervix: endocervical cornification with cystic endocervicitis, benign. Fallopian tubes: no specific diagnostic alteration, benign. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: discharge, pelvic pain, nickel allergy. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received. Events per pfs: urinary tract infections, apareunia (inability to have sexual intercourse), autoimmune disorder: thyroid problems, hypertension, shellfish allergy, whey, shrimp, milk allergy, penicillin allergy, vaginal itching, vaginal burning and vaginal pain. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/chronic') and autoimmune thyroid disorder ('autoimmune disorder: thyroid problems') in a female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. No contrast opacification of the fallopian tubes, indicating successful occlusion by essure devices. Pathology:myometrium: no diagnostic change, benign. Endometrium: involutional, benign. Cervix: endocervical cornification with cystic endocervicitis, benign. Fallopian tubes: no specific diagnostic alteration, benign. Previously administered products included for an unreported indication: birth control pills from 2006 to 2009. Concurrent conditions included hypertension, hypothyroidism, vaginal burning sensation, uterine prolapse and smoker. Concomitant products included furosemide, levothyroxine sodium (synthroid), losartan, oxycodone and vitamin d nos (vitamin d). On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2014, the patient experienced hypertension ("hypertension"). In 2014, the patient experienced food allergy ("allergic reaction: shellfish allergy, whey, shrimp"), urinary tract infection ("urinary tract infections"), drug hypersensitivity ("penicillin allergy"), vulvovaginal pruritus ("vaginal itching") and vulvovaginal burning sensation ("vaginal burning"). In (B)(6)2014, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6)2015, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), feeling abnormal ("brain fog"), infection ("infection (other)"), vulvovaginal pain ("vaginal pain") and dermatitis allergic ("allergic rash"). The patient was treated with epinephrine (epipen), sumatriptan (imitrex) and surgery (3 tumors were founded and thyroidectomy was done and vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, migraine, vaginal discharge, hypertension and vulvovaginal pruritus had resolved and the autoimmune thyroid disorder, dysmenorrhoea, alopecia, feeling abnormal, vaginal haemorrhage, menorrhagia, infection, headache, allergy to metals, food allergy, urinary tract infection, female sexual dysfunction, drug hypersensitivity, vulvovaginal burning sensation, vulvovaginal pain and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, autoimmune thyroid disorder, dermatitis allergic, drug hypersensitivity, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, food allergy, headache, hypertension, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal burning sensation, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter commented: patient sought treatment for her symptoms. She received treatment for: dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain and allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: discharge, pelvic pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: all source document information, reporter and reference section from deletion case (B)(4) added to this case. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included hypertension, hypothyroidism, vaginal burning sensation and uterine prolapse. Concomitant products included furosemide, levothyroxine sodium (synthroid), losartan and oxycodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), infection ("infection (other)"), headache ("headaches"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, migraine, feeling abnormal, vaginal haemorrhage, menorrhagia, infection, headache, allergy to metals and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, feeling abnormal, headache, infection, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion no contrast opacification of the fallopian tubes, indicating successful occlusion by essure devices. Pathology:myometrium: no diagnostic change, benign.endometrium: involutional, benign. Cervix: endocervical cornification with cystic endocervicitis, benign. Fallopian tubes: no specific diagnostic alteration, benign. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: discharge, pelvic pain, nickel allergy. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. New reporters added and case updated to medically confirm. Patient¿s demographics, concomitant medication and concomitant disease added. Essure lot number added. New event abnormal bleeding (menorrhagia), infection (other), headaches, nickel allergy and vaginal discharge were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraine headaches"), feeling abnormal ("brain fog") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (surgically removed essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, alopecia, migraine, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, feeling abnormal, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.